Event description:
Patient receiving moderate doses of levophed when pump had air in line error. Air back-primed by rn and drip restarted. Approximately 15 minutes later pump beeped again with error, service required message. Pump unable to be restarted. Rn changed infusion to another pump and restarted, but patient became hypotensive and arrested. Rosc [return of spontaneous circulation] achieved quickly. Manufacturer response for IV pump, plum duo lvp (per site reporter). Requested equipment for further testing.